Event description:
Sorin group (B)(4) received a report that, during a procedure, the pump stopped and displayed an error code. The pump was power cycled and the issue was resolved. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the pump stopped and displayed an error code. The pump was power cycled and the issue was resolved. There was no patient injury. The pump has been returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.